Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 4 complaints were received during this report period. Of these, 3 were not returned for evaluation ((B)(4)). 1 was determined to be misapplication ((B)(4)). All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 4 </noe> malfunction events which undesired damage or breakage of those materials used in device construction. These reports were received from various sources. No patient information was confirmed.